Event description:
Follow-up information revealed the patient was unable to establish a connection between the ipg and external devices.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. Consequently, the patient may consult with a physician regarding surgical intervention as the next course of action.